Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had leakage at the large angling wheel . The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the light guide lens had dirt inside and there was foreign material on the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens had dirt inside and there was foreign material on the distal end. In addition to the reportable malfunction, the following were noted: due to wear of the scope cover packing, water tightness was lost; the air/water -cylinder and the adhesive around the objective lens had discoloration; the suction cylinder had no color; due to wear of the angle wire, bending angle in the up direction did not meet the standard value; the light guide lens had a crack; the bending tube was deformed; there was corrosion around the forceps elevator; the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected by following the instructions for use (IFU) section which state: operation manual 3.3 inspection of the endoscope shows how to detect the event. Olympus will continue to monitor field performance for this device.